Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va0smz5, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was having a lead revision due to the patient having less than 50% improvement from baseline. The patient's lead and battery were both replaced. The rep reported a partial lead explant, but did not specify the cause or intention of the partial explant. The issue was resolved at the time of this report. There were no further complication reported or anticipated.